Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The cause of the suspected peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the event. Action taken with dianeal therapies was not reported. Additional information is not available at this time.